Event description:
Caller reported blood glucose results of 119 mg/dl, 67 mg/dl, and 313 mg/dl on the advantage system within 10 minutes. Also reported blood glucose results from another date of 128 mg/dl, 78 mg/dl, 334 mg/dl, 166 mg/dl, and 410 mg/dl on the advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.